Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received multiple device shocks due to lead dislodgement. The lead was explanted and replaced. Patient was in good condition after the procedure.